Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer stated that they were in the hospital for heart surgery, not insulin pump related. The customer had initially called to request additional supplies. The customer's blood glucose was not provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.